Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had already spoken with her doctor and the manufacturer representative, and they verified via x-ray that there was something wrong. The patient stated, the ¿implant is not working and the lead is messed up¿ and when her doctor returns from vacation, they would be scheduling surgery. It was noted that the representative told the patient to turn stimulation off. The patient was going to the bathroom more often and the stimulation was causing her pain and probably her kidney stones. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3093-33 lot# v819656, implanted: 2012 (B)(6), product type lead. (B)(4).